Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (service code 204: belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to a defective u202 component on the distribution node pca. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).